Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The customer reported that the full-height cubie drawer 6 had rows c and d not detected on the bus. The diagnostics tool showed the same issue. The device was shut down, and the row board cables were reseated, but the issue remained. The field service engineer (fse) replaced the two row boards, then rebooted and configured the boards. Functionality was verified, and the drawer was operational. The customer was able to open and inventory the drawer. No further issues were reported for this device. Onsite preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failure occurred, system kept displaying ¿device not detected on bus¿ and was unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.